Event description:
It was reported that the patient received good benefit from vns therapy until recently when a lead fracture was found. It was reported that patient also had worsening in seizures. Patient has been referred for a lead revision surgery as a result. Per the surgeon's office, patient has not seen the neurologist for the past 10 years. It is unknown if high impedance was noted or if the lead fracture is suspected based on the patient's condition. Attempts for additional relevant information were unsuccessful.

Event description:
Patient underwent full revision of the generator and lead on (B)(6) 2016. The explanted devices were thought to be discarded by the or staff.